Manufacturer narrative:
Additional information section d added serial # device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. Two kinks were found on the catheter tubing approximately 30.7cm and 75.7cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 7.1cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that once reconnecting the intra-aortic balloon (iab) after transport to another hospital, the fiber optic sensor became unstable. The customer reconnected the a-line from the radial and therapy was continued successfully. There was no patient harm or adverse event reported.

Event description:
It was reported that once reconnecting the intra-aortic balloon (iab) after transport to another hospital, the fiber optic sensor became unstable. The customer reconnected the a-line from the radial and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications (this sentence goes away if the complaint if confirmed). There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that once reconnecting the intra-aortic balloon (iab) after transport to another hospital, the fiber optic sensor became unstable. The customer reconnected the a-line from the radial and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that once reconnecting the intra-aortic balloon (iab) after transport to another hospital, the fiber optic sensor became unstable. The customer reconnected the a-line from the radial and therapy was continued successfully. There was no patient harm or adverse event reported.